Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer set up a new pump to continue insulin therapy, and technical support provided an email guide to configure the new pump settings.